Event description:
It was reported that the patient had stimulation in the wrong location. The patient wanted coverage in her lower back but was currently receiving therapy in her legs. The patient started noticing pain in her lower back one month ago. It was also reported that the error code 378, "implantable neurostimulator (ins) battery voltage too high," showed up on the patient recharger and the "call your doctor" icon appeared. It was noted, the patient was able to recharge the week before the date of this report, but the device did not charge fully. The patient tried to recharge again last night, but saw the "call your doctor" screen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3776-60 serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 3776-60 serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37743 serial# (B)(4), product type programmer, patient. (B)(4).